Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the check probe indicator of the lithotripsy system turned red and error indicator turned red. It was observed during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record was not required. The device was not returned to olympus for inspection and the reported failure "check probe indicator turned red and error indicator turned red" was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the check probe indicator of the lithotripsy system turned red and error indicator turned red. It was observed during an unspecified procedure. There were no reports of patient harm.